Manufacturer narrative:
Based on the current information provided, the cause of the customer reported failure mode and complication cannot be determined. An intuitive surgical, inc. (Isi) field service engineer (fse) performed a field evaluation at the site to further investigate the customer reported issue. According to the fse, the customer indicated that installing the drapes on the system more loosely has helped. The fse advised the customer to power cycle the system in between cases to allow the system to cool down. No products were replaced by the fse. A review of the site's system logs for the reported procedure date was conducted. An isi technical support engineer (tse) identified an error in the system logs indicating that a fan had turned on due to over temperature.

Event description:
It was reported that during of a vinci-assisted pancreatoduodenectomy procedure, the universal surgical manipulators (usm) and trocars were getting hot. The customer claimed that in particular, usm #2 got hot. The procedure was completed robotically. Upon follow-up with the customer, the staff member stated that the heat goes down the trocar and red burns are around the patient's incisions. The severity and cause of the burn injuries are unknown. Additionally, it is unknown what medical intervention, if any, was rendered due to the complications.